Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report that they went to the hospital emergency room for high blood glucose levels and diabetic ketoacidosis after and urgent care visit. The customer complained of an absence of a no delivery alarm when he didn't receive insulin from his pump. The customer's blood glucose level was 400 mg/dl. Nothing further reported.